Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated issue, it was reported that the homechoice automated pd set with cassette had air bubbles in the patient line. The technical service representative (tsr) assisted the home patient (hp) with ending therapy and advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the air. There was no patient injury or adverse event associated with this report. No additional information is available.